Event description:
Pt experienced sepsis and kidney failure. Blood culture was positive for staph aureus. The valve was explanted due to endocarditis. Antibiotics were give and pt experienced complete recovery from infection.